Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol), the lens was injected directly after being loaded by tech (no wait time), iol was placed in bag and peripheral crack noted adjacent to haptic optic junction. Additional information has been requested.